Manufacturer narrative:
Lead: model # 309328, lot # 0204272997, implanted: 2010 (B)(6), explanted: unknown.

Event description:
Additional information indicated that the patient's lead was explanted, though the circumstances of the explant and date of the procedure were unknown.

Event description:
It was reported that there were some "strange responses" from a patient with an ipg. The patient had some discomfort on unipolar stimulation over the ipg on some electrodes. When using bipolar, they got some pairings peri-anal sensation. Some give pain sensation over ipg. Impedances appeared normal. There was concern about "electrical leakage" around the ipg on some contacts. They did not expect bipolar stimulation to elicit sensation over the ipg. Possible explant was being considered; they were awaiting review with clinician. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received noted that they performed both impedance checks at default setting and at current setting for patient. Pain disappeared when the device was switched off. When decreasing amplitude, symptoms disappeared. Regarding how the symptoms were now compared to right after implant it was noted that the patient had physicality problems with the battery and it had to be re-positioned. The pain was experienced prior to re-positioning. They had performed a double blind test with the patient. Regarding if the position of the lead had changed it was noted they were not sure; no lateral x ray performed as it was felt this would be putting the patient through a procedure for a diagnostic purpose for non-medical purpose. The patient did not experience any falls/traumas.

Manufacturer narrative:
Analysis of lead model 309328 lot 0204272997 showed no anomalies.